Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was received outside of original packaging. The deployment needle is in the t1 pre-deployment position. The anchors and suture were not received with the device. A functional evaluation revealed the device functioned as intended. A review of the customer provided images reveals what appears to be two separate devices. One of the devices is with the anchors and suture and the other is without anchor and suture. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. Internal complaint reference: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscus repair surgery, the t1 and t2 anchors of the fast fix 360 were deployed at the same time. A backup device was available to complete the procedure with delay greater than 30 minutes. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.